Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a partial lead was returned in two pieces with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the inner coil at the short length, the helix could be extended and retracted. The full measured helix extension length was within specification. Visual inspection of the lead did not find any anomalies. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-51829. It was reported that patient's right ventricular (rv) lead exhibited high capture threshold. It was further noted from x-ray that the lead was dislodged. During lead revision procedure patient's left ventricular lead was dislodged. Both leads were explanted and replaced. There were no patient consequences.